Event description:
A customer's office rn stated that while sampling the dca 2000 hemoglobin a1c normal control material using an eye dropper, she accidentally splashed some control material into 1 of her eyes. She states that at the time of the incident, she was not wearing personal protective eyewear. She immediately flushed her eyes at an eyewash station for (15) mins. She stated that there was a bubble in the eye dropper that popped and caused small amount of the control material to splash. Since human sourced material laws was used in the mfg of the product, the incident was handled as a potential biohazard. Events such as this are covered by the product labeling. The instructions for use clearly state the following warnings and precautions statement: caution: because no test method can offer complete assurance that hiv, hepatitis b or c viruses, or other infectious agents are absent, these products should be handled at the biosafety level ii as recommended for any potentially infectious human blood specimen in protection of laboratory workers from infectious disease transmitted by blood, body fluids, and tissues.

Manufacturer narrative:
This event is being reported because (as stated in our biohazard caution statement) no known test method can offer complete assurance that products derived from human blood will not transmit infectious agents. A device malfunction did not occur. The device operated and performed according to specs. The incident was a user accident. Product labeling requires adhering to safety precautions when handling this material. For medical device reporting purposes this is considered closed.